Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received per social media that the patient was experiencing pain at the pocket site. The patient underwent an ipg explant procedure.